Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient passed away over the weekend as a result of complications from pneumonia. The cause of the pneumonia was unknown. Further information regarding the leg pain and overstimulation will be unobtainable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had their manufacturer representative walk them through making therapy adjustments over the phone on tuesday however now they were feeling stimulation on the left inside of their thigh and it was too strong. The patient stated their leg had been hurting them and that they were so sore. The patient reported the problems started suddenly when they were going to the bathroom and they got a ¿god awful pain¿ down their left leg. While on the call, the patient decreased the stimulation from 1.2 to 1.1 and this eliminated the uncomfortable stimulation. The troubleshooting resolved the reported issue. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the physician¿s office was not aware of the event that unfolded in this report and that the physician had no information to add. There were no further complications reported/anticipated.